Event description:
It was reported that the touchscreen of a customer's pump was not responding to input, and the screen appeared frozen. There was no adverse impact to the customer's blood glucose level. The customer attempted a pump reset using the information provided by technical support, but it did not resolve the issue. This type of problem had occurred two times previously. A replacement pump was sent.